Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Unique identifier (UDI) is unknown. No product information has been provided to date. No information has been provided to date.

Event description:
It was reported that the device has an error code 1871. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective motor of the device. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 15-jul-2020.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient involvement as the issue occurred during programming of the pump. The event took place in december 2021, but the exact date is unknown.